Event description:
It was reported that the cannula on patient end was too long as well as leakage with a bd pen needle 32ga 4mm bulk l micro ce. There were 4 occurrences of the cannula length, however, date/time of these occurrences is unknown. The following information was provided by the initial reporter, translated from chinese to english: customer bought 3 rets of pen needle via tao bao noticed dimension difference in the same box. Also, it's noticed that leakage on the pen needle.

Manufacturer narrative:
H.6. Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the cannula on patient end was too long as well as leakage with a bd pen needle 32ga 4mm bulk l micro ce. There were 4 occurrences of the cannula length, however, date/time of these occurrences is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: customer bought 3 rets of pen needle via tao bao. Noticed dimension difference in the same box. Also, it's noticed that leakage on the pen needle.